Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the semi-circle of the electric cutting loop was chipped on the resection electrode. The issue was found during a therapeutic procedure and complete using a similar device. There were no reports of patient harm.